Event description:
The customer reported the twist clamp was too tight to lock in position. The set had been used for 30 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received. A follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The customer report of the twist clamp being too tight to lock in position was confirmed during evaluation. The set was visually inspected with damage to the light blue body observed at both locking pins. No other manufacturing abnormalities were noted during visual inspection. Pressure test of the sample found no leaks. Opening and closing of the clamp confirmed difficulty in the process. Root cause was undetermined. A batch review of the production lot was not possible since the lot number was unknown. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.